Manufacturer narrative:
Common device name: not available. Regulation name: hemostatic device for intraluminal gastrointestinal use. Den170015. Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. A review of the device history record could not be conducted because the lot number was not provided. Investigation conclusion: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. Prior to distribution, all hemospray endoscopic hemostats are subjected to a visual inspection to ensure device integrity. Corrective action: corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During a hemostasis procedure, the physician used a cook hemospray endoscopic hemostat. The hemospray was activated and the catheter was secured. The assistant flushed the end with air and then passed it through the endoscope channel. They opened the on-off valve and pressed the button to spray, and no spray came out. They removed the catheter from the endoscope and inspected it for clogs and they did not see any [clogs] or hemospray powder. They tried to spray it outside of the patient and no hemospray was coming out. They heard a hissing noise, but nothing was coming out. They tried the second catheter, put that one down the endoscope and the same thing occurred, as no powder was coming out, but they still heard the hissing sound noise. They removed that second catheter from the endoscope and tried separating the catheter from the gun and holding it in a trash can to try to spray with no catheter attached to see if any powder would come out and none came out (but still heard the hissing sound). They were in the opened position. A new hemospray was opened and used successfully to complete the procedure. After the case, they deactivated the defective hemospray and it made a loud noise when the carbon dioxide was deactivated. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.